Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use, but there was no patient harm reported. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to change the data acquisition to motor controller board cable. If that does not work then the data acquisition board. The pse also recommended to perform pm and let the unit run 24 hrs to see if the code returns. The customer was contacted several times inquiring for repair information and have not call back.